Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: unk-p-dbs-linear_leads, model: unknown, serial: (B)(4), batch: unknown.

Event description:
It was reported that the patient, who is a part of the (B)(6) clinical study, was admitted to the hospital and three days later underwent an explant of the left and right brain leads. The patient was discharged seven days later. The event was reported has having a possible relationship to the hardware and procedure. The event and the patient are recovering. The patients birth year is (B)(6), the exact date is unknown. The model numbers of the devices are unknown. (B)(6) reference number (B)(4).

Event description:
It was reported that the patient, who is a part of the (B)(6) vercise dbs registry clinical study, was admitted to the hospital and three days later underwent an explant of the left and right brain leads. The patient was discharged seven days later. The event was reported has having a possible relationship to the hardware and procedure. The event and the patient are recovering. The patients birth year is 1950, the exact date is unknown. The model numbers of the devices are unknown. Ansm reference number direct dbs (B)(4). Additional information was received that it has now been confirmed that the reason for the explant of the leads was not due to a malfunction nor a serious injury, the facility elected to explant the devices. Along with the leads the portion of the lead extension segments that were still connected to the leads were explanted. The model number of the devices was received and reported that the devices were not returned to the manufacturer for analysis by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 7070147.